Event description:
I had several courses of ect (electroconvulsive therapy) over the years, and each time I experienced permanent memory loss and cognitive impairment. The cognitive symptoms improved with time, but never fully recovered. The memories are permanently lost. I was not warned of these side effects, and would not have taken the treatments the first time if I had known about them. After that, the treatments were not something I chose to do but was forced into. At (B)(6) hospital in (B)(6), not sure of brand. FDA safety report ID# (B)(4).